Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05964. It was reported that one of the leads migrated and the other lead had high impedance on multiple contacts. Surgery occurred to explant and replace the leads to address the issue. It is unknown which lead migrated and which lead had high impedance.